Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced reagent tray and refilled the coolant. The cse aligned bar code reader and reagent probe. The cse adjusted the reagent probe height. The cse tested the system with multiple bar code scans. The cse performed wash 2. The customer ran qc, which passed. The cause of the discordant, false negative results on multiple analytes is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The customer reported discordant, false negative results on multiple analytes on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting positive. The corrected results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, false negative results on multiple analytes.